Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a recon set screw broke at the peek-titanium junction. It was reported that the peek portion remained in the nail and the ti portion will be returned for investigation.

Manufacturer narrative:
Evaluation revealed the set screw to be the primary product. No further associated products are reported. Material and / or manufacturing faults were not identified. The returned item had been manufactured in accordance to the current specs. The original set screw consists of a threaded titanium part which is assembled to a cylinder made of peek. We only received the threaded titanium part which reveals that the set screw was completely broken in the recess of the shaft where the peek part engages. The appearance of the breakage surface identified a ductile forced fracture. A ductile fracture is usually caused by steady load application. A forced fracture is caused by load application exceeding the material's strength. According to product inquiry in this case the item broke during the attempt of insertion. Considering the operation procedure. "The target device is removed" it can be imagined that the insertion of the set screw may have occurred under misalignment. That means that the set screw may have had contact with the nail but did not engage into the nail¿s internal thread immediately. During the attempt of re-aligning the set screw to the nail¿s thread it may happen that too much bending forces are applied to the set screw which then will break at the smallest cross section which is identified being the recess as presented. Above scenario had been considered in test set-up 080808cb2 which had been basis for design release. Based on that test the experiment was repeated in a similar previous case and revealed that a deflection of app. 15 degrees and a bending load application of app. 5-6 nm (average load application in release test app. 4,62 nm) of the intended screwdriver is necessary to initiate a breakage as presented. The image presentation in the operative technique requires straight alignment for set screw insertion. In case of breakage the remaining material consists of peek and titanium. Both materials are of implantable grade. Additionally, the fragments are housed in the cannulation of the nail and would not be expected being subject of uncontrolled motion. The remaining material would still allow the adaptation for extraction instruments. During anticipated removal after bone healing all materials will be removed. Thus, it is not expected that remaining materials would cause a risk for the patient during the implantation period. As defined in the operative technique the placement of a set screw, recon is optional. It is the decision of the treating surgeon not to place a set screw. Referring to above result it is suggested that the item in question broke due to overload caused by significant bending during the attempt of insertion. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that a recon set screw broke at the peek-titanium junction. It was reported that the peek portion remained in the nail and the ti portion will be returned for investigation.